Event description:
In 2000, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: severe immediate type 1 allergic reaction upon re-exposure to latex or latex containing products.